Event description:
New information received notes that the lead was reprogrammed. The patient was stable.

Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. The lead will continue to be monitored. The patient was stable and asymptomatic.